Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that during an appendectomy while using the bipolar insert cev633-1a 350mm botella with the screw lock system, the forceps unscrewed and the sheath and insert were blocked in the trocar. The device was in an open position, making it very hard to extract. During these attempts there was a perforation of the small bowel. The surgeon discovered it immediately, and closed with sutures. It was reported that there were no consequences to the patient. (Normal scarring).

Event description:
N/a

Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation, however, the applicable DHR was not performed due to lot no. Was unavailable and the etching erased during repair. The failure analysis was unable to conclusively verify the complaint as valid, therefore an investigation for cause was not performed. The device has been modified outside of microfrance and this is an obsolete product. The instrument has been repaired/modified, this modification could have weakened the instrument, and led to the reported event.